Manufacturer narrative:
An inoperable implant was reported to abbott. The implant was subsequently explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's scs ipg would not communicate with external devices or provide therapy, deeming it inoperable. In turn, the patient underwent surgical intervention on (B)(6) 2020 wherein the scs ipg was explanted and replaced to address the issue.